Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7076030. UDI: (B)(4).

Event description:
It was reported that the patient developed pain and irritation in the thoracic region over the spinal cord stimulation (scs) leads. The patient underwent a procedure where the physician was planning to explant the leads and re implant them entering the epidural space at t12/l1 so that the leads would not need to be tunneled down his back. During the procedure, the existing leads were removed and replaced however the new leads could not be steered up to the cervical spine from t12 due to scar tissue, therefore the new leads were re-inserted from the original level. There were no reported complications post operatively, and the patient is expected to recover as normal. The leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7076030.

Event description:
It was reported that the patient developed pain and irritation in the thoracic region over the spinal cord stimulation (scs) leads. The patient underwent a procedure where the physician was planning to explant the leads and re implant them entering the epidural space at t12/l1 so that the leads would not need to be tunneled down his back. During the procedure, the existing leads were removed and replaced however the new leads could not be steered up to the cervical spine from t12 due to scar tissue, therefore the new leads were re-inserted from the original level. There were no reported complications post operatively, and the patient is expected to recover as normal. The leads will not be returned as they were discarded by the medical facility.